Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device/product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report was confirmed with respect to the incomplete seals. There was evidence of damage on the minicap pouches. The samples received showed strong evidence of excessive handling. This may be due to the patient checking the integrity of the seals on the minicap pouches. Based on the information obtained from baxter's investigation, it has been concluded that the issue of damage on the minicap pouches appears to be related to the patient checking the integrity of the seals. No issues relating to the report were observed in the batch file review. The trend review found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses product quantity 1 of 4. A patient reported to baxter (B)(4) that there was incomplete sealing of the packing of the minicap. No patient injury was reported.